Event description:
Nurse received needlestick trying to activate the safety shield of the device. Nurse indicated that shield would not move at first and she continued to try to activate the shield. While doing so, the needle "flipped back" and stuck her.